Manufacturer narrative:
An evaluation of the revised devices cannot be performed as the devices were retained by the pt and were not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) is not available due to hospital protocol. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported the pt presented with a tritanium shell that pulled away from the acetabular due to poor bone quality. Proceeded to use implex shell to place screws in better bone. Cemented the metal liner in place. Returned poly and head. No other info per hospital protocol.